Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "'door not closed/ turn off when is disconnected' was reproduced. A review of the event history log (ehl) revealed occurrences of 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins. The rear case will be replaced to correct the reported problem. The reported problem 'door not closed'' could not be confirmed during evaluation. A review of the event history log (ehl) revealed occurrences of 'shut door - power off '. Messages. No component could be determined for causality and therefore no pump correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize closed door and powered off when disconnected upon device power up in the laboratory. There was no patient involvement. No additional information is available.